Event description:
It was reported that the insulin gauge intermittently displayed an amount different from what the customer expected. There was no reported impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge, and technical support advised them to call back for troubleshooting if the issue recurs.